Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (compounded) (40 mg/ml at 3.5 mg/day) (new) and morphine (compounded) (60 mg/ml at 6 mg/day) (current) via an implantable pump for non-malignant pain. It was reported that the patient missed a refill and the pump reservoir went empty. It was noted the pump was refilled with a different concentration and the dose was decreased (from 6mg/day to 3.5mg/day) due to the pump being empty and timing. A bridge bolus was programmed. It was further reported now the patient was complaining of more pain which they believed was related to the fact that they decreased the dose and there was still 4 + days left of the bridge bolus. The hcp was wondering if she can increase the simple continuous dose so when the bridge bolus is completed the new dose will be delivered. It was discussed this can be done and continue the bolus. The hcp was just going to increase the simple continuous dose and give the patient systemic meds until the bridge is completed.